Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Humerus head screw (fixed angled) move out of the plate. Patient was revised.

Manufacturer narrative:
The reported event that an unknown ¿humerus head screw (fixed angled)¿ moved out of an ¿unknown plate¿ could be confirmed based on the review of the provided x-ray. The involved screw and plate were not returned and an actual inspection could not be performed. The clinical consultants` assessment revealed that ¿initial fragment reduction and fixation have been made correctly.¿ however, ¿backing out of nearly all locking screws in the humeral head is a clear indicator that the locking screws were insufficiently tightened in the respective locking holes in the plate.¿ as per op. Tech. (Axsos-st-20), ¿always start inserting the screw manually to ensure proper alignment in the plate thread and the core hole. [¿] do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting attachment. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening.'' According to the clinical consultant, ¿if the tightening of the locking screws was done in a correct manner using the torque limiter (as advised in the surgical technique) most probably it would have prevented the implant failure.¿ based on the investigation the case could be classified as a user-related. A review of the device history was not possible because the lot number of the device was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Please note that more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause of the complaint event. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Humerus head screw (fixed angled) move out of the plate. Patient was revised.